Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction is required for d4, g3, h4 and MDR regulatory awareness date on initial MDR submission MDR regulatory awareness date - correction on initial MDR-00558118 - correct date should be 9/22/2023 due to upgrade reportable per data investigation result d4: model no - correction d4: expiration date - correction g3: date received by manufacturer - correction on initial MDR-00558118 - correct date should be 9/22/2023 due to upgrade reportable per data investigation result

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2023. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. However, the data investigation found a difference in values that falls within the d zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).